Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to screw backed out and than stem collar broke off, old femoral revision stem (prior to universal stems). There was loosening at the bone to implant interface. Surgery was extended the whole case. Doi: unknown, dor: (B)(6) 2022, affected side: unknown.

Event description:
Additional information received indicated that the bolt backed out from the distal stem. The bolt was not broken. The proximal stem collar had fractured. The femoral construct was loose at the bone/implant interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.